Event description:
It was reported that an ilet pump became unresponsive and would not charge or wake when placed on the charging pad, which displayed a solid green light, and the pump did not beep or show a responsive screen after several hours on the charger, consistent with an unresponsive user interface and touchscreen component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive key or touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.